Event description:
Outbound. Patient reports no disposable alarm on both pumps within 2 days while using two different 100 ml cassettes with flow stop with same lot number. No further details provided.